Manufacturer narrative:
Updated fields: b4, e1 initial reporter, d9, g1, g3, g6, h2, h3, h6, h11. Corrected fields: b5, b6, b7, d10, h6 health effect ¿ clinical code, health effect ¿ impact codes. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. No patient harm has been reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: initial reporter name was submitted wrongly in previous MDR, please remove from your database.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated that o-ring was found to be damaged. Fse replaced o-ring, buna. The functional checkup and test was successful, which proved correct.

Event description:
N/a.